Event description:
Patient reported "implant broke inside itself, probably a small hole also in the body, the chest swelled and got a chaos in life and a diagnosis of alcl but it changed that it was nothing malignant." Device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient additionally reported "fluid around the left breast."

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.